Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 400 mg/dl) and had moderate to large ketones present. Troubleshooting was performed and pump appeared to be delivering as expected. Customer set a temporary rate of 125% and stated blood glucose levels have stabilized.